Event description:
It was initially reported that device had a bent shaft. Upon receipt and preliminary evaluation on 6/21/07, device was found to be firing straight shots.

Manufacturer narrative:
The subject product was found to produce straight shots and may be related to tip wear.